Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign material was found in the viscoelastic healon during the use of the product. The doctor confirmed the presence of the foreign material through a microscope. Reportedly the foreign material was not removed from the patient's eye and to date, the patient has not had any inflammations. No further information was provided.

Manufacturer narrative:
Device evaluation: one complaint sample was returned at the manufacturing site for evaluation. The cannula was observed blocked with dried healon gv solution. No particles or debris were observed in the returned product. The customer's reported complaint was not verified. Retained product evaluation: visual inspection on retained products was performed. The solution was clear and colourless. All components were included in the product, without defects. Functional test was performed without malfunction. Labeling, directions for use was reviewed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received that were related or similar to this reported complaint. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.